Event description:
It was reported the device was alarming and would not allow cassette to be attached. No adverse effects.

Manufacturer narrative:
Information was received on 12/01/2020 indicating that there was no patient involvement in this event. All errors occurred during testing. Device evaluation completion date: 12/16/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with scratch and cracked front underneath the lcd screen lens. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream occlusion (dso) sensor for prevention. Based on the evidence, the complaint was not confirmed, and no fault was found.